Event description:
During a single CABG procedure, the shunt broke into 2 pieces at the tip. The shunt had been inserted into the vessel and it popped out. When the surgeon tried to put it back into the vessel it broke. The pieces were picked up outside of the vessel. The size of the vessel and the shunt was 1.0mm. The case was completed with a replacement shunt from the same box. The hospital reported that the surgery was not extended and was completed without any further issues. The patient is reported to be doing fine and not impacted by the issue. The hosp did not report any other patient complications.